Event description:
On 25 aug cs reported to cc that the implant failed to integrate and was removed. Non-integration.

Event description:
On 25 aug cs reported to cc that the implant failed to integrate and was removed. Non-integration